Event description:
To whom it may concern, I had an ultherapy treatment done for wrinkles under my eyes in mid (B)(6) 2013 by doctor (B)(6)'s office. Speaking as someone with a high threshold for pain ultherapy was the most painful experience I have ever had. My experience entailed an aesthetician mashing a rock hard plastic device into my face while it jackhammered sharp electric shocks into my skull. After my incident, I researched websites of other plastic surgeons on ultherapy. They mention the procedure is very painful so they offer relief options such as pain killers or local anesthesias prior to the procedure. The office I went to did not offer such alternatives, and the doctor and office nurse stated it was not painful. They advised me to take 2 motrin. It was so painful that I wish I had been unconscious for the procedure. For the first week after ultherapy, my body felt like it had been through a terrible physical trauma, like I was hit in the face with a bat. I could not touch my entire face because it was so painful (I only had the area under eyes done). For nearly 3 weeks I had debilitating exhaustion from all the pain in my skull. For the following 6 weeks after ultherapy I had blinding migraines and my eyes watered uncontrollably. Prior to the ultherapy treatment, I had not had a lyme disease flare-up in almost 2 years. But due to the pain and inflammation from this physically traumatic experience to my body, lyme disease symptoms resurfaced. I've had to start taking antibiotics again. I have not been on antibiotics in almost 3 years. I followed up with doctor (B)(6) only to be told that the ultherapy representative he spoke with have "never heard of anyone having pain from the procedure", that I should "stick it out", and that the lyme flare-up that occurred almost immediately afterwards was "in my head". I have spoken with other doctors since the treatment who stated they heard the procedure is extremely painful. I feel doctor (B)(6)'s office was irresponsible in telling me it was not painful and that no one "they know" has ever experienced pain from ultherapy. I will not be seeing doctor (B)(6) for any future consulting or follow-ups. My experience with him and his nurse have been negative for a variety of other reasons. In conclusion, the wrinkles under my eyes are more prominent than before I had the procedure. I regret having this treatment done. Pts need to know up front that this procedure is extremely painful and will steal 6 weeks from your life due to the post therapy pain. The device should be revised for its approval. In the meantime it should be mandatory that surgeons practicing ultherapy offer pain relief options prior to the procedure other than "taking 2 motrin" like doctor (B)(6)office. Thank you for your time, (B)(6).